Manufacturer narrative:
(B)(4).

Event description:
It was reported that intermittent audio output occurred. The patient stated that the receiver failed to provide an audio alert. His parents noticed he was ¿spaced out and not talking right¿, so they called emergency services. He lost consciousness by the time emergency medical services (ems) arrived and does not know if a blood glucose bg reading was taken at the time. The cgm was reading low. Ems personnel treated him with a glucagon shot, fluids via intravenous (IV) therapy to boost the glucose, and a sandwich. His bg was tested before ems left an hour later and was 220 mg/dl. He did not require further intervention. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.